Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific value was not provided. Paramedics provided assistance to treat bg level. Multiple follow up attempts were made to gather additional information and provide troubleshooting to the customer; however, the customer did not respond to follow up attempts.